Event description:
It was reported that diagnosis was to be performed on a right coronary artery that is 75% stenosed. During the exchange of a 6f fr4 diagnostic catheter to a 6f jr3.5 guide catheter, resistance was noted and the tip coils of a 190cm 0.035" hi-torque supra core guidewire were separated/unraveled, however the core intact. A bmw guidewire was used to complete the diagnostic portion of the case. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported unraveled tip was confirmed. The reported difficulty advancing the catheter over the guide wire could not be confirmed due to the observed stretched and separated coils. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing the guiding catheter over the guide wire include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique and/or damage to the catheter or guide wire which likely led to the reported unraveled tip and observed damages to the distal core and coils. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.